Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medapp would not launch after the power outage. A technical support specialist (tss) dialed into the station and verified that med application was stuck on the carefusion blue screen. The tss applied the knowledge article ¿medapplication not launching automatically; station at blue screen.¿ after a reboot, the application was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medapp would not launch after power outage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.